Event description:
As stated by the customer on the 2010-(B)(6): bathing transfer seat became detached from bath lifting mast during raising. Resulting in pt and seat falling to floor. Injuries unk. (B)(4).

Event description:
The device was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (4). Review of quality records.